Event description:
It was reported that insulin squirted out during the manual prime. Advised the mother that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a loose drive support disk. The insulin pump was unable to prime during the prime test due to the loose drive support disk. The insulin pump was received with a stripped battery cap coin slot.